Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The pump did not experience recurring issues after resetting, and the customer was advised to continue using the pump and to call back if the malfunction code recurred, which the caller understood and acknowledged.